Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. E1: initial reporter facility name: the affiliated hospital of sun yat-sen medical university is located in daqing. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 100 bd vacutainer® push button blood collection set, blood leaks from the luer and also from the tubing. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd received three used samples and 100 unused samples for investigation. The used samples underwent a visual inspection and failed testing due to leakage from a hole in the tubing, with no evidence of cracked components. Additionally, 30 customer samples underwent functional tests, out of which four failed due to blood leakage from a hole in the tubing, but no cracked components were found. Additionally, 30 retained samples underwent functional testing and all retain samples passed with no signs of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for damaged/hole in product. This complaint is unable to be confirmed for damaged/cracked component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 100 bd vacutainer® push button blood collection set, blood leaks from the luer and also from the tubing. No patient or user impact reported.